Manufacturer narrative:
Evaluation summary: (B)(4). The full (B)(4) lead was returned, analyzed and no anomalies were found. It was noted that the proximal conductor was kinked/buckled, there was blood on the proximal conductor, the distal conductor was covered in body tissue/fibrotic growth, the outer insulation was cut and there was apparent explant damage. Analyst comments also included that helix extension/retraction and length testing were performed. The turns to extend/retract are greater than specification due to the presence of dried tissue/body fluid in the sleeve head. This is not considered lead failure. Helix length and all electrical testing were within specified parameters.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that ten months after implant the right ventricular (rv) lead showed low sensing. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.